Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb) was defective and in need of replacement. Replacement of the expiratory channel solved the issue. The issue was confirmed in the provided log files. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The replaced parts has not been returned. According to the received information, the cause of the issue has been determined and was related to defective expiratory channel pcb.